Event description:
The user facility reported that a 7x150mm smart vascular stent (c07150ml lot 18328912) was deployed over a terumo runthrough 0.014" wire (manufacturer code 25-1013, lot 240201y) in the left distal superficial femoral artery (sfa). During deployment, the distal end of the wire became trapped behind the stent. In attempting to remove the wire from the stent, there was damage to the distal edge of the smart stent. Multiple attempts were made to disengage the wire and remove it. Attempts were also made to re-cross and balloon the distal edge of the stent, which resulted in further damage to the stent. The patient was ultimately transferred to an acute care hospital for vascular surgery. The access sites were: right common femoral artery; left anterior tibial artery. Sheaths used: rfa: 6f 45cm terumo destination sheath left anterior tibial artery: 6f cordis rain sheath other wires used during the procedure: cordis aquatrack ((B)(6)) terumo glidewire advantage .035" terumo glidewire advantage .014". Lesion information: total occlusion of left superficial femoral artery from ostial to popliteal. Previously treated. Patient discontinued medications. Moderate calcification lesion treated with auryon laser atherectomy and percutaneous transluminal angioplasty (pta) prior to stent placement. Additional information was received on 14nov2024: the patient was stable when they left their obl and the patient was doing fine post procedure.